Event description:
Same case as MFR. Report: 2030404-2011-00270. This event is reportable based on analysis completed on (B)(4) 2011. It was reported during a ventricular tachycardia ablation procedure, a catheter error message occurred. Transseptal access was obtained through a large curl agilis nxt introducer. A cardiac model and several diagnostic maps were created with the ensite system as part of the (B)(4) study. A therapy cool path catheter was placed without difficulty in the left ventricle. Several ablations had been performed and while performing measurements, the ibi generator displayed a ca (catheter connection) error message denoting a catheter was not connected; however, signals were still displayed and the catheter appeared normal on the ensite system. A diagnostic investigation of the issue was begun by the lab staff when the error spontaneously cleared itself. The physician attempted to resume rf therapy delivery when the generator displayed an ee (temperature) error. The generator also displayed a power setting of 1 watt, a temperature of 68 degrees celsius, and an impedance of 82 ohms. Further investigation revealed saline solution "weeping" from the proximal end of the handle of the therapy cool path catheter. The case was continued with a second cool path catheter. After approximately 46 minutes of mapping and ablation with the complaint device, the generator displayed another ca error and then spontaneously cleared itself. During the subsequent rf cycle following the ca error the generator displayed an ee error with temperature measurement indicating 72 degrees celsius. No leaking was noted from the handle of this second cool path catheter. The procedure was continued with a safire tx catheter. There were no consequences to the patient. Analysis of the second cool path catheter used in the procedure revealed a cracked fluid lumen.

Manufacturer narrative:
One cool path 7f catheter was received for evaluation. Visual inspection revealed no anomalies. Functional testing of the device confirmed during the ablation simulation test an ee (temperature) alarm occurred from the generator. During the leak test of the catheter, the pressure dropped. Saline was pushed through the luer toward the tip of the catheter and water leaked from the handle therefore, the catheter connector was opened and revealed the inside of the connector was wet and green rust was present. The wet connector created an electrical short between the thermocouple and conductor wires which caused the ee message on the generator. The handle of the catheter was opened and identified saline rebounding from the shaft. The shaft of the catheter was dissected and revealed the fluid lumen cracked at two locations, approximately 3-4 cm from the distal tip. The saline leaked from the cracked lumen, review of the device history record confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.